Event description:
A customer reported observing particulate matter, "black specs", inside the drip chamber of a clearlink continuflo solution set. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). One device was received for evaluation against the reported condition of particulate matter inside of the fluid path. The initial visual examination confirmed the reported condition, showing brown particles either embedded in the drip chamber or in between the drip chamber and the spike. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.